Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent inaccurate fill estimates occurred. Customer was unable to provide information regarding the past event. Customer declined to upload pump data for tandem technical support (cts) to review. Customer loaded a new cartridge and although multiple attempts were made by cts to confirm if the current fill estimate was accurate, customer did not reply. Blood glucose was 203 mg/dl.